Event description:
It was reported that the customer received button and motor error alarms on the insulin pump. No significant events leading up to the alarms were recalled. Customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. However, the insulin pump passed the functional testing. No button error or motor error alarm was noted. The insulin pump was received with minor scratches on the display window and a broken belt clip slot.